Event description:
Boston scientific crm received information that this pacemaker, which has been in service for approximately (B)(6) years, exhibited a battery estimate of beginning of life (bol) with a battery longevity of greater than five years remaining. A hexidecimal memory analysis revealed a reset occurred. Based on the type of reset, a device replacement was recommended. This device is part the insignia microcrystal failure mode 2 advisory, however has not exhibited any symptoms consistent with those described in the advisory. No adverse patient effects were reported. Additional information was received that this device was explanted for an unspecified reason. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. It was concluded that device data was insufficient to obtain battery status; however, assuming ert was reached approximately 6 months prior to explant, this device exhibited normal longevity. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Analysis identified a system reset and deviation in the real time clock; however, the root cause of these was not determined. However, laboratory analysis did confirm this device did not show evidence of foreign material within the crystal timing component.